Event description:
It was reported that the saw was running in a way that would cause the blade to break. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Information is being requested regarding patient involvement, delay or medical intervention. If additional information becomes available a follow-up will be submitted.

Event description:
It was reported that the saw was running in a way that would cause the blade to break.